Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and the sensor had inaccurate readings. The customer¿s blood glucose was 414 and 272 mg/dl and the sensor glucose was 245 and 102 mg/dl. The customer was treated with a bolus. The customer declined troubleshoot for high blood glucose and sensor glucose verses blood glucose. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications. See attached file for results.